Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was either too deep or it had been flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was either too deep or it had been flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was either too deep or it had been flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had a non-functional ipg and patient was unable to use the stimulation.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was either too deep or it had been flipped. The patient will undergo a revision procedure.